Manufacturer narrative:
The returned pencil was confirmed to self activate in the cut mode of operation during testing. Internal examination of the switch determined that the internal idc pins were below tolerance. This condition may occur when the customer is using excessive force on the switch causing the pins to move downward. The cusotmer exerting excessive force may be related to an attempt to use a pencil that may have reached its life expectancy and/or is functioning intermittently. Modifications to the switch base have occurred which limits the travel of the idc pins, thus preventing this condition from recurring. This failure mode is detectable via a loss of tactile feel and the audilbe generator tone should the pencil remain on. Product labeling indicates that a pencil should be tested following reprocessing to ensure the product is working properly.

Event description:
The customer is reporting that the pencil self-activated.